Manufacturer narrative:
D4 should be cd2393-36qc rather than blank and h4 should be jan 23, 2019 rather than blank in follow up 1.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was successfully reprogrammed and restored. There were no patient consequences.

Event description:
New information received notes that the back-up mode was due to a firmware reset.